Event description:
(B)(4). Since having essure, I have developed an underactive thyroid, hip/pelvic pain, arthritis in l4-l5 that causes sciatic nerve pains, a numbness in right thigh that feels like leg is on fire, stomach problems, extremely heavy bleeding on periods, spotting before and after periods, periods that last with spotting and heavy bleeding for (so far) up to 3 weeks.